Event description:
Signia stapling system was being used inside of patient. Stapler locked while on tissue, using a size 60mm endo gia reloads. Key to manually unlock stapler had to be used to release tissue.